Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. In review of this pir the complaint issue meets the criteria of a previously investigated complaint. Conclusion - vacuums naturally dissipates over time as the negative pressure inside the tube slowly equilibrates with atmospheric pressure through the tube wall. The design of the tube is such that the blood to additive ratio remains within the effective range for the life of the tube.

Event description:
It was reported that 14 tubes of bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ from 2 packages had low fill. No injury or medical intervention reported.